Event description:
It was reported that during a laparoscopic nephrectomy donor procedure, the surgeon was firing the device for the first time across the renal artery and the device fired as normal; no unusual noises or high force. When opening the device jaws, the reload wasn't housed in the jaw of the endocutter any longer. It was stuck attached to the renal artery. The surgeon managed to detach the reload from the artery and had to use a haemostat to stop the bleeding; this is something he wouldn't normally do. The staples had deployed; however, the staple line was bleeding. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the atw35 device was received with two tr35w cartridge reloads present. Cartridge (a) tr35w, l5489n, was received unfired, recycled, and with normal lockout. Cartridge (b) tr35w, k5dx1p, was received unfired, recycled, and with normal lockout. The device was tested for functionality with the returned reloads (a, b) and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed, fired and opened without any difficulties noted. The cartridge (a, b) were loaded into the device without difficulties and did not fall out during the visual and functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the atw35 device was received with two tr35w cartridge reloads present. Cartridge (a) tr35w, l5489n, was received unfired, recycled, and with normal lockout. Cartridge (b) tr35w, k5dx1p, was received unfired, recycled, and with normal lockout. The device was tested for functionality with the returned reloads (a, b) and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed, fired and opened without any difficulties noted. The cartridge (a, b) were loaded into the device without difficulties and did not fall out during the visual and functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was the staple line complete? Were the staples in the proper b form shape? Did the device cut completely? What caused the staple line to bleed? At what firing did the cartridge become detached from the device? How much bleeding occurred? Did the patient receive any blood products?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the atw35 device was received with two tr35w cartridge reloads present. Cartridge (a) tr35w, l5489n, was received unfired, recycled, and with normal lockout. Cartridge (b) tr35w, k5dx1p, was received unfired, recycled, and with normal lockout. The device was tested for functionality with the returned reloads (a, b) and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed, fired and opened without any difficulties noted. The cartridge (a, b) were loaded into the device without difficulties and did not fall out during the visual and functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the procedure date? The procedure date was (B)(6) 2014. What was the alert date? (B)(4) 2014.